Event description:
It was initially reported that the patient was having an increase in seizures, unknown if above or below pre-vns baseline. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that the increase in seizures were not related to vns. No further information was provided by the physician.